Event description:
It was reported that the device exhibited error code 1210. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device in used condition. Unable to download in the event history logs due alarm message lec 1210 and error code 1260 on the pump display. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause was a faulty mpu board. The mpu board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.